Event description:
It was reported that during a clinic visit, the health care professional (hcp) called technical services (ts) for consult review of this cardiac resynchronization therapy defibrillator (crt-d) stored data. Upon review, the presenting electrogram (egm) showed the right ventricular (rv) lead exhibited high out of range shock impedances over the past year, right atrial (ra) lead exhibited oversensing noise that lead to false atrial tachy response (atr) episodes. The hcp noted that the impedance and threshold measurements were reprogramed to max outputs. Ts observed stored pacemaker mediated tachycardia (pmt) episodes; however ts was not asked by the hcp to review the pmt episodes. Ts also observed saved ventricular episodes, and upon review, showed the device had delivered three shocks that were deemed to be inappropriate cause they occurred during a procedure. Ts provided programming and replacement recommendations to the hcp. No additional adverse patient effects were reported. At this time, the crt-d, rv and ra leads remain in service.